Event description:
The reporter stated that the surgeon was attempting to re-load a 8.0 diopter implantable collamer lens into a sfc-45fp super funnel cartridge and as he was pulling the lens toward the tip of the cartridge the lens tore. The surgeon thinks the cartridge was too tight and wouldn't let the lens slide in the cartridge. There was no patient contact. This is one of two incidents that occurred to this same patient. See manufacturer report number 2023826-2008-00751 for the other report.

Manufacturer narrative:
The product pertaining to this claim was not returned however, the lens was received and a visual inspection shows both plate haptics have pieces torn off and missing. There is clear surgical residue on the lens. It should be noted that the injector and foam tip plunger were not returned for evaluation.